Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system, model # m-4800-01, s/n: (B)(4); smartablate pump, model # m-4900-08, s/n: (B)(4); pentaray catheter, model and lot numbers unknown; soundstar catheter, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase of the procedure, the tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed, and 420ml of fluid were withdrawn. The patient was reported to be in stable condition. One day of extended hospitalization was required as a result of the injury. The patient did not receive anticoagulants during the case. The physician¿s opinion is that the transseptal puncture caused the injury. There are no patient factors that may have contributed to the adverse event. Transseptal puncture was performed with an unspecified needle. What sheath was in use is unknown. No ablation was performed, so the total ablation time/ablation cycle time/generator parameters are unavailable. Irrigated catheter flow settings and spi values are unknown. The catheter was not in close proximity to another catheter at the time of injury. The catheter was zeroed after the initial warm-up phase, and did not require re-zeroing. No error messages were observed on any biosense webster equipment during the case.